Event description:
Information received from the field notes that the patient came to the emergency room after not feeling well for three days. The patient was in sinus bradycardia at 30 bpm and she felt weak and tired. The device exhibited no output and the lead impedances could not be measured. Magnet applica- tion observed erratic pulses with no capture. At the end of the assessment, the device went to back-up and could not be reprogrammed.